Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an intubated patient in ICU on a ventilator had tube leakage requiring a reintubation with new tube on the next day.